Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter prompt earlier than expected occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of pair new transmitter prompt earlier than expected is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 v. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. In addition, an early sensor expiration was found in a review of the share logs in connection to the reported allegation. No injury or medical intervention was reported.